Event description:
Ethicon, the distributor of the device, stated that they had received a report that a patient developed a surface infection in the neckline while using a biopatch antimicrobial dressing with chlorhexidine gluconate. Over the space of a weekend the skin site became red and angry looking. There was pus beneath the skin and an ulcer formed. After this reaction, the patient was given vancomycin 1 gram intravenously and clarithromycin, 500mg. The use of biopatch was discontinued on that day. The patient was reported to be recovering and to be much better. The patient was not known to be sensitive and it could have been sensitivity to the clorhexidine gluconate. Integra requested additional clinical information. No additional information was provided to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.